Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted the caller in doing so, which successfully resolved the malfunction. The customer was advised to continue using the pump and to call back if the malfunction code recurred.